Event description:
This is an initial and final report: a report was received from the clinical study indicating this patient suffered a non-q-wave myocardial infarction (mi). The mi was reported as related to the procedure or post intervention and related to the target vessel. However, the location of the mi was reported as not identifiable. There were no changes on ECG. Treatment for the mi is unknown and the patient recovered. The dessert's study clinical event committee (ceg) determined this mace event as highly related to the index procedure.

Manufacturer narrative:
A report was received from the dessert study indicating a male with a history of hypertension, hyperlipidemia, diabetes and unstable angina. This patient's history places him at increased risk of mace. The indication for admission to hospital was non q-wave myocardial infarction. A coronary arteriogram revealed a non-calcified, non-thrombotic, type b1 lesion of the proximal right coronary artery (rca) producing an 85% stenosis. According to the IFU, cypher select is indicated for use in discrete lesions. This was pre-dilated and implanted with a 3.50 x 23mm cypher select stent at 16atm without post-dilation. A non-calcified, non-thrombotic, type b1 lesion was present in the mid rca producing a 70% stenosis. It was pre-dilated and implanted with a 3.50 x 13mm cypher select stent at 13 atm without post-dilation. Final timi flow at both lesions was 3. It was reported the patient experienced a post-procedural non q-wave myocardial infarction related to the target vessel and evidenced by elevated cardiac enzymes. There were no ECG changes and the patient experienced no chest pain. A repeat percutaneous coronary intervention was not conducted and the patient recovered with medical treatment. The event was reported to be unlikely related to the cypher stents and highly probable in relation to the index procedure. The cypher stents remain implanted in the patient and thus not available to evaluation. The lot numbers of the involved products are not known and so a device history records review could not be conducted. Based upon the information provided, it is not possible to conclusively determine the cause of the event, however, there are patient and lesion factors that may have contributed to it. There is no clear indication this event was design or manufacturing related. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. A code for thrombosis event has been added to this report in accordance with the academic research consortium (arc) guidelines for thrombotic events. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports#: any additional information will be submitted within 30 days of receipt.